Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were hospitalized due to high blood glucose three weeks prior to call with blood glucose of 300 mg/dl. Customer blood glucose reading was 72 mg/dl at the time of call. Caller stated that the customer went to the ER due to ear infection and high blood glucose. The caller did not mention any symptoms related to high blood glucose. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. High blood glucose troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The caller declined to perform high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Caller also mentioned to have received a button error alarm. The insulin pump was not returned for analysis.